Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump and insulin squirted out during manual prime. Customer was disconnected during prime. Customer's blood glucose was 160 mg/dl. The pump was not dropped, bumped, and did not have any contact with water. The drive support cap does not appear to be damaged. The insulin pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window, a cracked display window at the lower side of the window, a cracked reservoir tube lip and a missing end cap sticker.